Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 5 pm. The customer blood glucose level was 681 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and insulin. The customer stated that the symptoms related to high blood glucose such as vomiting high urine ketones and thirsty. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.